Event description:
C2-411 broke during making holes in the bone flap. Surgeon noticed the tip of tool on the bone next to the scalp when closing. Follow up info received from user facility indicates there was no concern for the pt injury and no intervention was required.